Manufacturer narrative:
Sections with additional information as of 02-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. Defect found on returned strips: high results. Reported defect not reproduced on returned meter. Product evaluation has been completed. Root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 13-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer also stated that she had obtained error messages; customer did not recall which errors. The customer is concerned with test results from results obtained of 298, 312, 313 and 219 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/25/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).